Event description:
Pt status post lateral cuneiform 4th and 5th metatarsal fusion underwent a revision for a failed fusion. Surgeon noted during the procedure, a screw was backing out of the locking x-plate. Surgeon revised patient to new hardware.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture without a lot number provided. The investigation could not be completed, no conclusion could be drawn, as the subject device is entering the evaluation process.